Event description:
Same case as: 2134265-2015-02571. It was reported that a shaft break occurred. The unspecified target lesion was severely calcified. During removal of the guidezilla, the physician felt "strangeness" and notice the shaft detached 25 cm from the tip. The device was exchanged for another of the same guidezilla. During removal of second guidezilla, the same issue occurred. The procedure was completed with this device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The complaint device was not received at the complaint investigation site (cis) for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).